Event description:
The patient had sustained an open tibia fracture almost a year prior and was treated with intramedullary nailing. Patient complained of a chronic achy feeling in right leg. During the week prior to this hospitalization, patient developed increased pain and was noted to have a broken knee fem retro and tibia nail on x-ray. There was a small fracture gap of approximately 5 mm. Patient underwent removal of deep hardware and exchange intramedullary nailing of right tibia with reaming. Surgeon noted the fragment of nail was removed without difficulty. Because of the small fracture gap in the healed tibia, surgeon performed fibular osteotomy. There were no complications and patient tolerated the procedure well. A sales representative from smith and nephew was present during the procedure. The patient requested through surgeon to receive the removed hardware and this was granted.